Event description:
Customer wanted to test high insulin pump to make sure it was working. Customer's blood glucose was 270 mg/dl. He treated with the device and manual injections. Customer experienced no symptoms of high blood glucose. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing, but there was a kink. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not checked because customer did not want to remove the infusion set. Customer was advised that high blood glucose levels are often caused by site or set issues. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).